Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Revision of a revision required for what the surgeon described as a dislocation (as seen on 1st x-ray when mdm insert and head are still intact). Second x-ray shows pelvis following original on table relocation approx. 2 weeks after 1st revision (1st revision did not involve stryker devices), but the mdm insert can be vaguely seen floating outside the acetabulum laterally after disengaging from head while the competitor ceramic head is located inside the metal mdm liner attached to the stem. Scratches can be seen all over the polyethylene which surgeon believes came from attempting to relocate the hip and this may have caused the unusual occurrence of the polyethylene insert disengaging from the head, but the head has stayed on the trunnion. Implant to be returned for investigation.